Event description:
The catheter was used on a patient with an external pacemaker. The temporary pacing electrode was found wtih one loose safety adapter. The patient was on monitor surveillance and is in stable condition and the device has been returned for the company's analysis.